Manufacturer narrative:
The device is unable to be repaired, and further root cause was unable to be determined. Stryker archived the device and the customer received a replacement.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation, it was found that the device failed to provide defibrillation in addition to unexpected power off. There was no patient involvement reported during the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation, it was found that the device failed to provide defibrillation in addition to unexpected power off. There was no patient involvement reported during the event.